Event description:
It was reported that a user experienced intermittent communication loss between the dexcom g7 cgm and the ilet, with cgm remaining connected to the phone while the ilet lost signal, resulting in frequent gaps up to about an hour; the ilet did not alert for the disconnects, and the event was addressed through troubleshooting and education, including guidance on sensor start-up sequence, device proximity, monitoring for gaps, and use of fingerstick checks during signal loss, with treatment of a documented low glucose of 58 mg/dl using oral carbohydrates. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of medication, specifically oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with the implicated device components including the electrical and magnetic subsystem and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.